Event description:
It was reported that a pacing system was implanted in the pacemaker-dependent patient and when the temporary pacemaker was disconnected and the new system applied, the device was not pacing and the patient's heart rate was very slow. The issue could not be repeated so the system remained in use. The following day, the right ventricular lead had low threshold, intermittent pacing, low r wave sensing, and the lead was undersensing. The device and right ventricular lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device and full right ventricular lead were returned and analyzed; analysis revealed no anomalies. There was blood in/on the helix mechanism of the lead. (B)(4).